Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), high impedance of the right ventricular (rv) coil and superior vena cava (svc) coil of the right ventricular (rv) lead was observed. Defibrillation threshold testing was performed, which indicated "good measurements of lead impedance," and the lead was left to remain in use. Another device check showed high rv and svc defibrillation impedance and a loose pin on the rv coil was suspected. It was noted the physician checked the connection of the pin during the replacement procedure and a loose pin was confirmed; before the physician loosened the setscrew of the device, the rv lead was pulled and the lead "fell out" of the connector block of the device. The ICD was explanted and replaced, which yielded normal lead impedance measurements. No patient complications have been reported as a result of this event.